Event description:
During preventive maintenance of the device, the user reported that the heater cooler took longer than normal to heat. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.